Event description:
Amongst many others, I continue to experience great difficulty in processing supply orders that are promised to be sent to me in a timely manner by (B)(4). I've filed numerous complaints with their company as well as the better business bureau. I have noticed similar complaints from various others. These delays in supply orders lead to increase blood sugar values due to running out of current supply of equipment used to deliver insulin as well as monitor glucose levels to make informed and timely treatment decisions. Over time this may also lead to increased incidences of chronic health complications. (B)(4) also charges the patient as well as private insurance companies and banks the money without providing refunds to the customer for services covered by insurance. I am not sure whether or not they are double billing medicare or medicaid on top of billing their customers also, but it is a significant possibility. Their gross negligence is affecting millions of diabetics across the united states. I am willing to provide this information with telephone or email contact/correspondence. My hemoglobin a1c levels were elevated this year related to issues getting supplies on time. Developed gastroparesis and barret's esophagus last year potentially related to poor diabetes control, poor control of hemoglobin a1c and blood glucose levels. Reference report: #mw5159472.